Manufacturer narrative:
Device evaluated by MFR: returned product consisted for a hub, hypotube and part of the outer for an emerge catheter. There was a kink in the hypotube 10 cm from the strain relief. The outer shaft was separated 113 cm from the strain relief, and the shaft stretched for 2cm on the distal end of the returned portion of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 25-january-2016. It was reported that there were no issues with the device. A 2.25x12mm promus premier¿ drug-eluting stent and a 2.75mm x 12mm emerge¿ balloon catheter were advanced into a 6f non-bsc guide catheter to treat the target lesion. However, the promus premier¿ stent could not advance through the arch while the emerge balloon was in the guide catheter. The physician kept on pushing the stent and the balloon until the stent stripped off from the delivery balloon. There were no issues with the emerge balloon catheter. The devices were removed and there was no harm to the patient. However, returned device analysis revealed shaft break.